Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a chemolock¿ port closed system transfer device leaked (chemotherapy) onto a patient's bed, it was also stated that the nature of the issue was a "defect". The patient was receiving a continuous infusion of cisplatin. When the patient care technician (pct) went in to do patient care, she noticed something wet on the bed was touching her arm. The pct noticed that the chemotherapy line was disconnected and contacted the registered nurse (rn). The connection had come loose between the female closed system transfer device (cstd) and the needleless connector, allowing the infusion to continue. The spill was limited to the bed and was cleaned per policy. It was also stated in the report that the department affected by the issue was the nursing department. No patient harm was reported.